Manufacturer narrative:
Tra(B)(4) date sent: 11/4/2015. Information was not provided by the contact. Batch # (B)(4). Result codes: the analysis found that one pce60a device was returned in good visual condition and with two cartridge reloads present. Cartridge (a) ecr60g, k5a277 was received loaded on the device partially fired 1/16. Cartridge (b) ecr60g, k5en46 was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no malformed staples were noted during functional testing. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an open pancreatic procedure, the device was locked out at the 1st firing. Before the event, the cartridge was loaded into the device properly. The doctor took a minute to clamp the target tissue and waited for 15 seconds prior to firing. Some staples of the proximal end were deployed and unformed. The device was released with the knife reverse switch. After the event, another cartridge was loaded into the same device and fired at the 2nd firing. However, the device was locked out as well. The cartridges were green. Eventually, a new device and a new cartridge were used to complete the case. There were no adverse consequences to the patient.